Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, however one possible root cause could be off axis insertion resulting in the anchor breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a mini-open rotator cuff repair the the customer's healix br anchor 6.5mm broke upon insertion. The sales rep reported that the anchor split diagonally down the middle. The surgeon removed the broken pieces leaving no fragments in the patient. The surgeon completed the procedure using a new bone hole with a healix br anchor 5.5mm with no patient consequences or delay. The sales rep reported that patient was a female in her (B)(6)'s with good bone quality.